Event description:
During use of the device for a vein harvesting procedure, the user reported the image displayed through the endoscope was blurry. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.